Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information provided a cause for the reported unintended movement- dc shaft positioning cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Attached article "4-dimensional intracardiac echocardiography in transcatheter mitral valve repair with the mitraclip system". Na.

Event description:
This is filed to report unintended movement. It was reported in an article summary that mitraclip devices may be related to unintended movement. There were no reported adverse patient effects. Additional information can be found in the attached article "4-dimensional intracardiac echocardiography in transcatheter mitral valve repair with the mitraclip system".